Manufacturer narrative:
The device was returned to the factory for evaluation. A visual inspection was conducted. Evidence of clinical use and blood were observed. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply (B)(4) at level 2.5. The device failed the pre-cautery test. On the first activation the device operated intermittently but failed to energize on the following 9 tries. The cable connections were manipulated each time with no observed electrical output or steam. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. The heat shrink at the switch terminal was carefully removed to observe the solder joint. The input wire that runs from the jaw of the hemopro to the left switch terminal dislodged once the heat shrink was removed; there was no solder residue observed on the wire. Based on the returned condition of the device and the results of the investigation, the reported complaint was confirmed. The root cause is a manufacturing error. Operator defect awareness has been conducted as a corrective action in response to the confirmed failure and is available for review as an attachment to the record. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro stopped functioning. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
January 12, 2016 03:14 pm (gmt-5:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. There was no nonconformance recorded in the lot history which would be considered related to the reported event. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro stopped functioning. A replacement device was used to complete the procedure. The hospital did not report any patient effects.